Event description:
It was reported the pt suffered a myocardial infarction (heart attack) two days post permanent scs system implant procedure. The event was determine to be not related to the implanted device. Sjm representative was approved by the pt's physician to turn the system on for pt's pain. Follow-up on the pt regarding the scs system indicated pt has effective coverage and the system is working as intended.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.